Event description:
It was reported that there was an error resulting in an inability to switch ventilation modes as expected during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And, therefore, this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).